Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/23/2019. Device evaluation summary: upon receipt the device contained clear gel. No foreign material was observed within device and white material was observed on the shell surface. During evaluation a crease was observed on the anterior aspect. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device to avoid compromise the device integrity. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. At this point is not possible to determine the origin of the white material found in the device. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Pain was also reported, most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation was performed for the finished device 6748826 number, and no non-conformance related to the reported complaint condition were identified. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent breast reconstruction revision with 450cc mentor memorygel breast implants on (B)(6) 2014 developed bilateral breast pain, especially in the left medial breast, and had an ultrasound on (B)(6) 2018 that showed areas of apparent extracapsular silicone deposition within the soft tissues and simple cyst in the left breast at the 12:00 position. The patient underwent bilateral removal and replacement with mentor gel implants on (B)(6) 2018. Upon explantation, it was noted that both devices were intact and there was no free silicone in the tissue. See 1645337-2019-20781 for contralateral prosthesis report. This report contains supplemental information for mentor psr reference number (B)(4).